Event description:
It was reported that during preparation for a percutaneous coronary intervention, there was difficulty advancing the guide wire through the insertion tool. An unspecified guide wire was advanced through the advantage insertion tool with difficulties, this occurred outside of the patient. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).